Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced.

Event description:
It was reported that the patient's scs ipg is approaching end of service before meeting longevity. Surgical intervention is pending.

Manufacturer narrative:
Date of event is estimated.